Event description:
The product was used during an infusion port insertion. Reportedly, the catheter was blocked. The surgeon removed the catheter and implanted another one during the original procedure. The hosp has reported that no pt injury occurred.